Event description:
The customer stated that he was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 850 mg/dl. The customer stated that the event was not related to the insulin pump. At the time of the report, the insulin pump alarm failed battery test. The customer was advised to obtain a new battery for use in the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.